Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a history/settings (inaccurate delivery) issue. It was reported that there was an alleged inaccurate delivery issue with the pump. It was determined that the pump basal history did not match active basal program and there was no known cause for the variation. It was reported that the user¿s blood glucose (bg) reading was 217 mmol/l before the call. There was no claim that the user¿s the bg reading exceeded 500 mg/dl and no symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported as there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jan-2019 with the following findings: a review of the pump history showed the patient had changed the temp basal, auto off, and suspended the pump. The pump passed all required testing. No defects were found to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.